Manufacturer narrative:
The complaint was not confirmed. The returned pump was visually inspected and showed a minor crack at the top face of the front bezel, no other physical damage on the unit was noticed. Further review of the pump sub-assembly and components, showed no issues with the latch door or tubing connector. The pimp was assembled with a new ar-6410 tubing, and then tested and evaluated under normal use conditions to see if the issue(s) reported could be reproduced. The pump was powered on and function as intended with no error message and/or audible alarm triggered. Among the most common causes for this type of issue/occurrence are (1) unplugging and plugging the pressure line connector into the arthroscopy pump, thereby creating a pressure decay on the pump or (2) spiking the bags of fluid and allowing that fluid to migrate through the tubing before plugging the pressure line connector into the pump.

Manufacturer narrative:
The contribution of the device to the reported event could not be determined as the device was not returned for evaluation. The root cause of the event could not be determined from the information available and without device evaluation.

Event description:
It was reported by the sales rep, that during an ankle procedure the wheels for the inflow tubing on the ar-6480, dw arthroscopy fluid management dev, stopped spinning. The surgeon changed from an arthroscopic procedure to an open procedure and the case was completed. Additional information obtained (B)(6) 2019: although the facility had other pumps they were all in use at the time thus leading to the surgeon switching to an open procedure when the pump had issue. The sales rep has confirmed that the arthrex pump was being used with an arthrex shaver console.